Manufacturer narrative:
Patient initials: (B)(6). Patient weight is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that multiple devices malfunctioned during an intramedullary nailing to repair a mid-shaft femur fracture on (B)(6) 2016. The insertion handle spun and would not lock on to the nail; it was missing the tooth to engage into the nail. The driving cap snapped off from the handle as it was hit was a mallet. A trocar would not fit into the 120 degree oblique hole on the insertion handle for the femoral nail; it was noted after the procedure that the trocar fit with other insertion handles. There was a one hour surgical delay as a result of removing defective devices and waiting for replacement parts to complete the case. No reported fragments generated or remaining implanted. The procedure was completed successfully with the patient in good condition. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Device investigation summary - two standard insertion handles (03.010.045) were damaged; one missing the alignment ¿tooth¿ (lot 4777461) and the other would not accept a protection sleeve through the oblique hole (lot 4819608). Additionally the threaded tip of a driving cap (03.010.523 lot 8836144) broke off and was retained by a radiolucent insertion handle (03.010.486 lot 8703555). The procedure was able to be completed successfully after a one hour surgical delay. The returned instruments were examined and in each instance the complaint conditions were able to be confirmed. The standard insertion handle (03.010.045) and radiolucent insertion handle (03010.486) are routinely used during the insertion of femoral and tibial nails including in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system among others. The driving cap (03.010.523) can be attached to an insertion handle and impacted to aid nail insertion. The driving cap is noted in femoral, tibial and adolescent nail systems. The returned instruments were examined and in each instance the complaint conditions were able to be confirmed. One standard insertion handle was missing the alignment tooth (lot 4777461) and the other had an apparent burr on the bottom of the oblique hole (lot 4819608). Additionally the driving cap¿s distal tip was found to be broken and retained by the radiolucent handle. No definitive root causes were able to be identified as the method of use at the time of instrument failures was not provided. DHR review - manufacturing site: (B)(4). Manufacturing date: 12. May 2014. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.